Event description:
Related to MFR reference 3005188751-2013-00054, 3005188751-2013-00056. During a ventricular tachycardia ablation procedure using a therapy cool flex ablation catheter, a cardiac perforation occurred. During setup and while creating geometry with the velocity system, the physician encountered several error messages and a catheter drift. Respiratory compensation did not resolve the catheter drift, so the physician continued the procedure using fluoroscopy as well. The patient became hypotensive and their respiratory pattern changed. Ultrasound confirmed a pericardial effusion. The physician stopped the procedure and a pericardiocentesis was performed which stabilized the patient. No further intervention was required. The physician believes the cardiac perforation occurred during transseptal puncture or while manipulating the catheter near the mitral valve.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is a known inherent risk of any electrode placement.